Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article entitled, ¿femoral revision surgery with impaction bone grafting¿ by b. L. E. F. Ten have, et al, published by the journal of bone and joint surgery (2012), vol. 94-b, no. 5, pp. 615-618, was reviewed. The purpose of this prospective study was to evaluate the long-term clinical and radiological outcomes of revision of the femoral component of a total hip replacement using impaction bone grafting in 29 patients between september 1992 and september 1995. The article studies the outcomes of a competitor stem and head implanted during revision surgery. This complaint will capture the depuy components that were explanted during the revision surgery. Revised depuy products: 10 charnley stems and 3 minneapolis stems. The stems were paired with depuy femoral heads. Reasons for revision: aseptic loosening, pain, and periprosthetic fracture. The authors do not identify the reasons for revision by device manufacturer. The actual number of depuy stems associated with the following reasons for revision are unknown. There were no reported product problems with the femoral heads. Captured in this complaint: 13 stems: implant loosening of an unknown interface; fracture, pain, surgical intervention, medical device removal. 13 femoral heads: no reported product problem; pain, surgical intervention, and medical device removal. "

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.